Event description:
Note: this report is in association with sample (B)(6). A customer in (B)(6) notified biom¿rieux of obtaining four (4) false negative results from separate patients in association with the vidas¿ sars-cov-2 igg (9cog) 60t (ref. 423834, lot 1008093240). The customer tested six (6) separate patient samples using vidas¿ sars-cov-2 igg lot 1008093240, and with the diasorin pcr test method. Vidas¿ sars-cov-2 igg lot 1008093240 obtained two (2) positive results and four (4) negative results; the diasorin pcr test method obtained positive results for all six (6) samples. The results are as follows: sample "(B)(6)" diasorin pcr result: 1.744, positive; vidas sars-cov-2 igg result: 0.26 tv, negative; vidas sars-cov-2 igm result: 0.28 tv, negative. Sample "(B)(6)" diasorin pcr result: 1.747, positive; vidas sars-cov-2 igg result: 0.10 tv, negative; vidas sars-cov-2 igm result: 0.09 tv, negative. Sample "(B)(6)" diasorin pcr result: 2.27, positive; vidas sars-cov-2 igg result: 0.02 tv, negative; vidas sars-cov-2 igm result: 0.62 tv, negative. Sample "(B)(6)" diasorin pcr result: 3.219, positive; vidas sars-cov-2 igg result: 0.02 tv, negative; vidas sars-cov-2 igm result: 0.02 tv, negative. The customer stated false results were obtained for patient igg results. Customer service reviewed the data provided by the customer and determined that there is no evidence which suggests the negative igm results were incorrect. There is no indication or report from the laboratory that the false negative results led to any adverse event related to any patient's state of health. The customer confirmed the positive pcr results were reported to the treating physician without delay. Biom¿rieux has initiated an internal investigation. Note: reference 423834 is not sold or distributed in the united states. However, u.s-only product reference, 423834-01, has the same formulation and physical properties as reference 423834. Biom¿rieux has initiated an internal investigation.

Manufacturer narrative:
A customer in (B)(6) notified biom¿rieux of obtaining discrepant results between using vidas sars-cov-2 igg method and the liaison diasorin method. Vidas sars cov-2 igg (ref. 423834; lot 1008093240/210510-0 provided a negative result while the same samples were found to be either equivocal or positive with diasorin. Investigation biom¿rieux created an internal investigation for this customer issue. The investigator reviewed the production history records for the lot in question. No anomalies were noted during the manufacturing, control, or packaging processes. The customer was unable to submit their affected sera to the internal biom¿rieux investigator. The investigator used samples retained from the customers lot to test two known positive sera. The results were consistent with the batch information and had not drifted over time. The complaints laboratory subscribes to an external quality assessment program, and quality control samples were tested. All qc results were within specifications. Additionally, western blot method testing of the sars-cov-2 igg raw materials did not show any anomalies linked to the manufacturing of the assays. Conclusion: biom¿rieux investigators did not reproduce the issue observed by the customer. Further investigation is not possible without the sera samples from the customer which resulted in the false negative result. The package insert for vidas sars cov-2 igg ref.423834 section limitations of the method states: " results obtained using samples from sars-cov-2 infected patients must be interpreted with caution. " the individual immune response following sars-cov-2 infection varies considerably and might give different results with assays from m different manufacturers. Results of assays from different manufacturers should not be used interchangeably. According to the investigation, the performance of vidas sars cov-2 lot 1008093240/210510-0 is within specifications.